Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not providing all of the voice prompts when the lid is opened and only saying to "apply pads". Without the proper voice prompts a user may be unable to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's log was downloaded and reviewed and it showed no device malfunction. No malfunction was detected during the evaluation of the device. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device is not providing all of the voice prompts when the lid is opened and only saying to "apply pads". Without the proper voice prompts a user may be unable to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.